Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 500mcg/ml baclofen at 1.7mcg/day via an implantable infusion pump for non- malignant pain. It was reported that the patient hadn't been getting relief for the past 6 months. They had been upping and upping the dose with very little relief for about a day or two after the increases. The patient's doctor has said they can only increase the dose once or twice more. The patient gets refilled by a nurse. The nurse came to the patient's house for a refill and they were expecting 8.2ml and pulled back 35.2ml. The patient had a MRI two weeks prior, but they checked the pump after and it had restarted. No further complications were reported.